Event description:
It was reported that there was a discrepancy in the time displayed on the device, which was approximately ten minutes off. There was no adverse impact to the customer's blood glucose level. The customer independently updated the time despite declining assistance and was advised to monitor and follow up if the time discrepancy recurred, which they understood and acknowledged.